Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 440 mg/dl at the time of the event and current bg was 220 mg/dl. The hyperglycemia was treated with manual injection. Troubleshooting was performed and found that the customer received insulin flow block alarm which was resolved by complete set change. It is unknown if customer used insulin pump 48 hours prior to reported event and if auto mode feature was active during reported event. No further patient complications were reported. It is unknown if the device will be continued to use and it will not be returned for analysis.